Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 600 mg/dl. The customer reported waking up at 1:25 am and by noon her blood sugar level was over 600. The customer states after receiving the second, high blood glucose reading she took the pump off and administered a manual injection and her blood glucose level went down to 317 mg/dl. The customer¿s current blood glucose level is 497. The customer was unable to complete troubleshooting and was instructed to change the infusion set. The customer will not return the product back for analysis.